Manufacturer narrative:
Investigation results: sample evaluation: one loose 10ml assembled syringe was received by bd (B)(4) and reported to be from batch #7053789 (p/n 301029). The sample was visually evaluated. The syringe was found to have a missing stopper. DHR review for batch #7053789 (p/n 301029): manufacturing dates: 02/27/2017 ¿ 02/28/2017. Batch quantity was (B)(4). Batch assembly records were reviewed as part of this DHR review. All sensor functions were tested and verified operational. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7053789 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaint history check was performed and this is the first and only complaint for this condition for batch #7053789 to date. Potential root cause: a temporary issue on the stopper rail preventing a correct stopper to plunger rod alignment during assembly for a limited number of plunger rods. Corrective actions: based on the investigation results to date the defect observed appears to have been an isolated incident with limited impact. The aql at bd (B)(4) for incorrect assembly is (B)(4). Defective rate identified is (B)(4). No corrective actions will be taken at this time based on the defective rate identified. Preventive actions: current controls in place include a missing part sensor that verifies the presence of components during assembly. The sensor function is verified each shift. There are also periodic in-process inspections for all defects at assembly to ensure containment of defect and quality of the final product. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger on a bd syringe luer-lok¿ tip moved too easily inside the syringe. No injury, medical intervention unknown.